Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3430c150tj, serial/lot #: (B)(4), ubd: 11-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm thoracic aortic aneurysm rupture. It was reported a follow up CT scan carried out approximately two months later showed an unknown endoleak. A subsequent angiogram confirmed this as a type ia endoleak. An intervention was completed with two additional valiant stent grafts implanted and the endoleak resolved. Per the physician, the cause of the event is anatomy related due to insufficient landing zone because the device could not cover the very proximal edge of the zone 1 in the index procedure. No additional clinical sequelae were reported, and the patient is fine.